Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0j4kt, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was stimulation in the wrong location. The patient never had therapeutic effect and the device never helped with the bladder. The patient ended up having another surgery that was successful for her bladder problems and they just left the device in her in case she would want to try using it again later. Since being implanted, she never felt stimulation in the bicycle seat area. Stimulation was off to the side. She also had toes go up and down when she turned her implantable neurostimulator (ins) on or up. The patient thought the wires were not placed correctly. She now needed an MRI on the arm, which was not related to the device or therapy, but was not able to because of the device. The issues had been occurring since implant, (B)(6) 2014. A healthcare professional (hcp) later reported that troubleshooting performed related to the issues included reprogramming the device, increasing and decreasing stimulation, and changing programs. The results did not change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.